Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon is reporting a knee-tep revision of a pfc sigma prosthesis after about 3 years of implantation because of high bone loss in the patient. Revision operative notes (B)(6) 2021 indicate the patient received a left total knee revision due to instability, pain, effusion, decreased range of motion, chronic synovitis and osteolysis. Upon entering the joint, the tibial and femoral components were noted to be loose ¿ interface not provided. Tibia, femoral and insert components were revised. The surgery was completed without indication of complication by the surgeon, competitor products were implanted. Doi: 2018, dor: (B)(6) 2021. Unknown side affected.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device found pitting on the surface in contact with the femoral component. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a manufacturing record evaluation were performed for the finished device dhr158113008/d18121102, it was manufactured on 07-dec-2018. Expiry date is 30-nov-2023. 48 parts were manufactured per specification and all raw materials met specification, and no non-conformances were identified, IFU-0902-00-252. Device history review: 48 parts were manufactured per specification and all raw materials met specification, and no non-conformances were identified. Corrected: h3

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.